Manufacturer narrative:
Concomitant medical products: product ID: neu_label_acc, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that since implant they had been feeling shocking and pinching and that they had been urinating a lot; not noticing any change. The patient stated they changed the program 2 weeks ago and that it helped but that they were feeling stimulation all the time and they wanted to know if that was normal to feel stimulation all the time? Patient services reviewed how therapy functioned and how the therapy worked and recommended the patient consult with the health care physician (hcp) office if necessary. The patient was going to follow-up with the hcp. The patient also stated they thought they had the new implant in (B)(6) 2019 but they were wrong because their ID card said (B)(6) 2017. The patient then called back on (B)(6) 2019 and reported they looked at their own implant records and they were seeing that (B)(6) 2019 as the actual implant date. The patient stated that this had been their second implant and the current date registered for the implant date had been (B)(6) 2017, which was incorrect. Patient services sent an update request to registration for the patient record and to request a new ID card be sent to the patient. There were no further complications reported/anticipated.